Event description:
It was reported to siemens that a patient suffered a cluster of blisters on the upper arm and shoulder area. The patient was wearing a cotton gown and it was noted that the system coils were not visibly touching the upper arm area. The body array and spine coils were used for the examination. The patient did not complain of heating during the exam. The technologist placed a blanket over the patient during the exam and noted the arms were cool to the touch. Afterwards, the radiologist examined the patient and noted blisters on the patients arm with the appearance of "glitter". It was noted the patient had applied a tanning lotion.

Manufacturer narrative:
At this time, an investigation is underway. A root cause has not yet been determined. The system, coils will be tested as well as a complete system evaluation. A supplement report will be filed once root cause has been determined.